Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on october 17, 2013.

Manufacturer narrative:
Correction: the correct serial number of this device is (B)(4); not (B)(4) as previously reported. Correction: the correct brand name is nucleus 22 channel cochlear implant system; not nucleus 24 channel cochlear implant system as previously reported. Correction: the correct model number is ci22m, not ci512 as previously reported. This report is filed december 09, 2013.